Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion in a mildly tortuous segment of the mid lad. During a jailed balloon procedure, when attempting to deliver the orsiro mission via a guiding catheter (gc) with the balloon already placed in a side branch, resistance was felt within the gc. Upon withdrawing the catheter from the body for inspection, it was found that the stent was deformed.